Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, right ventricular lead dislodgement was noted. The lead was explanted and replaced. The patient was stable during and after the procedure.